Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Conclusion not yet available-evaluation in progress. Most likely underlying root cause: strip issue.

Event description:
Consumer reported complaint for hi blood glucose test results. The expected fasting blood glucose test result range is 190 to 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. The customer is currently taking medication to manage diabetes. Customer provided that they have had recent changes to diet, medication, or exercise including treatment for kidney and administering steroids. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is (B)(6) 2015. The meter memory reviewed for fasting test results performed (date / time not set): (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no issue on returned meter and test strips; meter is functioning properly; test strip did meet the performance testing. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Consumer reported complaint for hi blood glucose test results. The expected fasting blood glucose test result range is 190 to 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. The customer is currently taking medication to manage diabetes. Customer provided that they have had recent changes to diet, medication, or exercise including treatment for kidney and administering steroids. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is (B)(6) 2015. The meter memory reviewed for fasting test results performed (date / time not set): (B)(6). Adverse event not reported.